Event description:
Broviac catheter, 4.2f tunneled, non-port, cental line placed on [date redacted]. Small tear found in the outer layer of the patient's broviac catheter 13 days later. The tear was located at the midpoint of the catheter. There was no sign of drainage from the site of tear. The 4.2fr broviac was repaired by provider. There was no patient harm.